Manufacturer narrative:
(B)(4). One of the complaint devices, model bc-2755-20, was received. The device was visually inspected to check for abnormalities. There was no visible damage to the cannula. When placed on a bench, the angle of the nasal prongs was almost parallel to the bench, which implies that the prongs were correctly oriented. It is possible that the problems experienced by the hospital were due to the taping method and position of the cannula tubing on the patient's face. A lot check could not be performed as no lot number was provided. Conclusion: fisher & paykel healthcare is continually working with clinicians and our supplier to improve the delivery of high flow nasal therapy to neonatal patients and to further reduce the risks associated with this therapy. On (B)(4) fph (B)(4), and (B)(4), held a teleconference with (B)(6), to help resolve the problems they are having with the cannulas. This went well and was followed up by a personal visit from (B)(4) to the hospital. Fisher & paykel healthcare continues to work with the hospital and we have had no further complaints regarding the cannulas.

Manufacturer narrative:
(B)(4). The hospital uses five sizes of the oxygen therapy nasal cannula, namely bc2425-20, bc2435-20, bc2745-20, bc2755-20 and bc3780-20. This is a general complaint across all five sizes of the cannula. We wish to provide some background on this product and therapy. The oxygen prongs are widely used for the delivery of high flow therapy to neonatal patients. This therapy is gaining popularity as an alternative to more invasive therapies. Obviously, the size and delicate condition of neonatal patients makes the provision of this therapy challenging. In particular, the clinician must position the prongs in the nares in a way that ensures delivery of the therapy but minimises damage to the septum and other delicate areas of the nose. This requires the tubing leading to the prongs to be anchored in some way, usually using specially designed tapes which adheres the tubing to the face. Even when best practice is employed, skin damage is a common side effect of such treatment. There is also a low risk of the gas flow being occluded if the prongs are not positioned correctly. Furthermore, there are inherent trade-offs in the design of the tubing and prongs. In particular, the tubing must be stiff enough so that the risk of occlusion through kinking is minimised while being as pliant as possible to assist with positioning. The bc2425-20 neonatal oxygen therapy nasal cannula is manufactured by salter labs to fisher & paykel healthcare's specification. Fisher & paykel healthcare has an ongoing research and development program centered on developing tubing that addresses the trade-offs inherent with products currently on the market. We are continuing to consult with clinical advisors and our supplier to improve the existing product while also looking for alternative technologies to improve the delivery of high flow nasal therapy to neonatal patients. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimizing the potential for skin irritation or septal injury. The device user instructions state the following: select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. Place the nasal cannula in the nares ensuring that there is at least a 2 mm (0.08 inches) gap from the septum. Ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. Place hand close to the nasal prongs to ensure that there is airflow exiting the prongs. One of the devices is currently en route to fisher & paykel healthcare. We will provide a follow-up report on receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the bc2425-20 neonatal oxygen therapy nasal cannula has been "'torquing' on the babies' faces causing them to not fit properly in the babies nares by flaring out in odd directions, sometimes causing abrasions and irritations on the inside of the babies' nares."